Event description:
Litigation alleges pain, elevated metal ion levels, pseudotumor, clicking and instability. Update 8/8/2013 - pfs and medical records received. Operative notes indicated that there was no instability anteriorly or posteriorly. There is no new additional information that would affect the existing MDR decision. Update rec'd - sales rep reported revision surgery. Patient was revised to address pain. The femoral head is now being added to the complaint. Complaint was updated on: 07/23/2014. Update 11/19/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, corrosion between the head/trunnion, metal ions above 7ppb, and malpositioned cup (wasn't revised). The stem was revised for an unknown reason. There was no instability or pseudotumor noted. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/9/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2413727 and 2400066 did not reveal any related manufacturing anomalies. A complaint database search finds no other reported complaints against the remaining product and lot combinations. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.